Event description:
Atherectomy device could not be advanced over the guidewire into sheath. Never entered the patient. Device could not be advanced over the guidewire and never entered the patient. New equipment opened and the procedure was completed.